Manufacturer narrative:
The device was not returned to zoll for evaluation; the customer returned the event electrode pads. Our investigation was inconclusive to the patient event. The electrodes passed all testing and no discrepancies were found which could have led to the customer's report. It's important to mention that a lack of an ECG signal can be the result of several factors which are not related to a product problem. Patient prep, storage of the electrodes, and pad placement are key factors in obtaining an ECG signal. The electrodes were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device lost ECG signal via one-step electrode pads. The device was placed into leads mode and ECG signal was obtained. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.